Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the neurologist was having issues with his handheld device. The handheld screen was unresponsive so a hard reset was performed. Afterwards, the alignment screen appeared but the screen did not respond to the stylus accurately. Another hard reset was performed but the handheld became completely unresponsive. The handheld device has not been returned to date.